Event description:
It was reported that the patient presented in clinic for a new system implant. During the implant procedure, the right ventricular lead exhibited difficulty inserting into the device connector. The physician attempted to insert the lead multiple times using silicone oil but was unsuccessful. A different device was implanted and was able to insert the lead into the device connector without issue. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).